Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported that patient underwent left hip revision approximately 6 years post implantation due to pain and fractured femoral stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; e1; g3; g4; h2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Medical records were not provided for the initial left tha procedure. Patient underwent a revision procedure due to pain, difficulty ambulating and osteolysis. All products were explanted and replaced without complication. Patient underwent a second revision due pain and fractured femoral stem. The femoral stem was well fixed distally. The cone body was completely separated at the stem/body junction. There was a fracture and proximal migration of a greater trochanteric fragment. Liner was removed and replaced with a constrained liner. No other complications. Additional information does not change the outcome of the previous investigation; a definitive root cause cannot be determined.

Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: femoral implant at the body stem junction w/complete dissociation, fracture and proximal, migration of greater trochanteric fragment zmr stem excision of scar tissue. Notes femoral component was fixed the entire distance down. Moved to constrained liner due to the trochanter fragment was very thin and unable to reattach to femur patient admitted to (B)(6) nursing facility for pt/ot after hip revision. Patient arrived to the facility with a uti diagnosed from the hospital. Patient continued to experienced deterioration and altered mental status related to uti and hyponatremia secondary to siadh. The patient was readmitted to the hospital for sodium stabilization and returned to the nursing facility after to finish therapy. The patient had recently been placed on hctz for blood pressure and aldactone. These are diuretics which can have significant impact on electrolytes, especially in the presence of underlying urinary tract disease where the body is unable to rid waste appropriately. There are no allegations against the hip, and the site remains clear. The patient demonstrated normal response and labs prior to hospital discharge which indicates the change is no stemming from the procedure. Patient has been compliant with abduction brace and restrictions, incision site healing well, no complications on x-ray, follow up in 4 weeks. Follow up; no pain, no medications, released from pt one week ago, ambulating without assistive device, incision healed, good rom, follow up in 1 year. Additional information does not change the root cause of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.